Event description:
Customer reports their adc device "blew up" while applying and it "fell into pieces." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor kit expiration date is (B)(4) 22. The medical event associated with this complaint case occurred on (B)(4) 22 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: d4 (expiration date) was updated based the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of explosion was observed. No corrosion was observed. Loos sensor plug was observed upon visual inspection of sensor plug assembly. The loose sensor plug did not show any damage, burn marks, or signs of customer's complaint of explosion. Therefore, the loose sensor plug did not contribute to the customer's complaint. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of fire or such as short, missing/damaged component was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. It was determined that the voltage on the battery in not enough to cause an explosion and all the tests performed passed, this issue is not confirmed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device "blew up" while applying and it "fell into pieces." There was no report of death, serious injury, or mistreatment associated with this event.